Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
User facility medwatch form, # (B)(4) attached to this report. No adverse patient consequences reported.